Manufacturer narrative:
(Exemption number e2015033). (B)(4). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report.

Event description:
During an annual appointment, the bi-lateral user presented with 8 channels with high impedance. The patient reports that it is hard to hear on the right ear with the device. The family reported no head injuries. They did however report the patient ran a high fever approximately 2 months ago for about 3 days. They do not have a time of onset for the patient's issues. The patient has been explanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an annual appointment, the bi-lateral user presented with 8 channels with high impedance. The patient reports that it is hard to hear on the right ear.